Event description:
It was reported the pt is experiencing discomfort at her scs ipg pocket site due to sensitivity upon pressing the skin over the pocket site. The pt was advised not to apply pressure over the scs ipg. F/u identified the pt continues to describe a "pinching" feeling at the pocket site which results in leg pain and occurs regardless of stimulation. Subsequently, the physician prescribed pain patches to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.